Event description:
Four months after augmentation mammoplasty rptr had complaints of severe cold intolerance, chronic sinusitis, chronic fatigue (profound), exacerbation of allergies and decreased concentration and coordination. She felt like a "walking zombie" with "out of body experience" all the time. At around this time she also developed raynaud's syndrome, especially in right hand. Also chills and night sweats with decreased exercise tolerance. A year later, she continued with fatigue, raynaud's and cold intolerance, then developed pneumonia (mycoplasma). She was very sick for one month, followed by struggles with asthma for one yr. She currently has fatigue, raynaud's, cold intolerance, sinusitis, chills and night sweats continue.